Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the pacemaker exhibited no right ventricular (rv) output during atrial threshold test. No programming changes were made, and the patient continued to be monitored. The patient was stable throughout.